Event description:
The pt reportedly experienced no lock between the implanted device and the external equipment since hitting the lead on the table about 2 months ago. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is not functioning. Surgery to explant the pt's device is under consideration.